Event description:
Customer reported using an lma in a pt and found that the lma would not remain inflated. The customer removed the lma and replaced it with another. There was no report of pt injury or problem. The device has been returned for investigation.